Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display or number scrolling anomaly was noted. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported that she jumped into a swimming pool while wearing her insulin pump. Customer stated that the buttons were not responding and the display was frozen and stuck or the status screen. Later in the call, customer stated that the numbers on the insulin pump's screen were scrolling. Blood glucose level was 137 mg/dl at the time of the call. No further info was provided.